Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert for right ventricular (rv) lead pacing lead impedance greater than 3000 ohms on 2012 (B)(6). The weekly trend data showed a gradual increase for minimum and maximum ventricular pacing of 1808 to 11488 ohms peak between 2011 (B)(6) and 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.